Manufacturer narrative:
(B)(4).

Event description:
It was reported that an excluder cuff was implanted resolving the endoleak. The physician is monitoring the patient.

Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of an unknown size and 110 mm in length abdominal aortic aneurysm. The proximal neck was 17 mm in diameter and 10 mm in length, 30 degrees of angulation. The left common iliac artery was 12 mm in diameter. It was reported that because the guidewire took the shortest path in the blood vessel rather than running along the vessel shape, the device was deployed rather obliquely to the vessel, thus causing the device to be rather undersized. The operation was completed after the main body and limb were deployed, however, the post-operative angiography showed a type 1a endoleak. An aortic cuff was placed to correct the situation; the leak was reduced moderately but not completely. Another manufacturer¿s excluder was deployed as an additional measure, and this time, the leak has considerably reduced, probably because the device was successfully attached to the native vessel when the blood vessel was straightened. The physician is monitoring the patient. No additional clinical sequelae were reported and the patient is fine. The physician commented that it was difficult due to an emergency case. Note: because this was an emergency case, the physician used the ordered device without being able to measure the size.